Event description:
Edwards received notification of a pascal precision procedure in mitral position. On pod #3 a single leaflet device attachment was detected. At follow-up echo tte, the device detached of the pml with residues of pml at the device. As per the physician, the pml was damaged and ripped off. Starting mr was grade 3 and post-procedural mr grade 1. Mr grade with the slda was 2-3. Re-intervention for stabilization was planned to be done 2 months later as the patient has to undergo kidney surgery first. After image evaluation review, a post-procedural slda was observed and confirmed. A pascal ace device appeared attached to the anterior mitral leaflet, and no longer attached to the posterior mitral leaflet. The pascal ace appeared partially attached to chordae, posteriorly. The final residual mr appeared moderate.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). Outcomes attributed to adverse event: required intervention- even though there was no reintervention performed currently, there is a plan to do so in about 2 months. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Device evaluated by MFR: not returned.

Manufacturer narrative:
The reported slda event does not allege a malfunction that could be related to an edwards manufacturing deficiency, and one was unable to be confirmed via imaging evaluation. The presence of an slda as described in the complaint event was confirmed through imaging evaluation. Based on the imaging evaluation, possible contributing factors to the post-procedural slda include procedural (misinterpretation, inadequate leaflet grasping, non-optimal tsp), imaging (inadequate imaging records), and patient (mac, short pml) related issues. Furthermore, a DHR review was completed and found that the device passed all manufacturing and sterilization inspections. There are no nonconformances identified related to the complaint event.